Event description:
It was reported that the patient's implantable pulse generator (ipg) site and incision looked infected and had an allergic reaction around it. It was noted that the patient had a non-device related fall and there was a small cut near the ipg incision. Additional information received that patient underwent scs system explant procedure and was doing well post operatively. After the fall x-rays confirmed lead migration. Between migration, inhaled incision, and readiness around incision. The explanted device components were not returned per facility policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) site and incision looked infected and had an allergic reaction around it. It was noted that the patient had a non-device related fall and there was a small cut near the ipg incision.